Manufacturer narrative:
A2. Age at time of event, corrected data: the initial reporter inadvertently used the wrong patient age and inadvertently left the correction blank. D4. Model #, corrected data: the initial reporter inadvertently added the wrong model number and inadvertently left the correction blank. E3: occupation, corrected data: the initial reporter inadvertently selected the wrong occupation. This report was due on november 25th, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 20, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Manufacturer narrative:
A2. Age at time of event: should have been 34. D4. Model #: should have been ni.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
A programming data review was performed and low impedance was found for the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Update was received that the patient has experienced increased epileptic activity in the last three months. The patient's epileptologist noted that the impedance values are historically on the lower end. A session report and chest x-ray were also provided for review. Per the report, there is no report of trauma or any changes in medications. No other relevant information has been received to date.